Event description:
It was reported that the patient presented to the hospital with infection at device pocket. During the explant procedure, it was noted that the right ventricular (rv) lead was implant and explant on the same day due to the rv lead was failed to capture due to the lead was dislodged. The implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead was not used and replaced. The dislodgement was visualized with fluoroscopy imaging on the rv lead. The patient was in stable condition throughout the procedure.